Event description:
The user facility returned an asset visera elite ii xenon light source to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, the front panel flickers. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the fixing screw of the rgb turntable was loose, causing the front panel to flash. The fault was eliminated after re-fixing the screw. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The customer reported to olympus, the front panel flickers on the visera elite ii xenon light source. There was no patient involvement associated with this event.

Event description:
The customer reported to olympus, the front panel flickers on the visera elite ii xenon light source. There was no patient involvement associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿front panel flickers", was reproduced and confirmed. It was caused by a loose screw that secures the turret. Also, when the screws were firmly tightened, the phenomenon was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.